Manufacturer narrative:
(B)(4). Not enough information is available within the complaint to the determine the root cause of the system error 2240. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During the device log evaluation, a single event of system error 2240 alarm was identified as occurring on (B)(6) 2011.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.